Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The pt tests her blood glucose twice a day. She tests before breakfast at 8am and after dinner at around 8pm. Her normal blood glucose levels are around "135 mg/dl" or less. The pt takes sliding-scale n-insulin based on her meter's readings. She also takes r-insulin on a sliding-scale if her blood glucose is over "300 mg/dl." The pt indicated that the alleged meter issue started on the same day, at 3:45pm. The pt obtained a meter reading that day at an unk time and got a result of "211 mg/dl." Based on the meter reading, the pt took and unk dosage of sliding-scale n-insulin. Within 1-2 hrs, the pt developed symptoms of sweating, shakiness, and nervousness. The pt administered self-care by drinking orange juice which relieved her symptoms. The pt tested her blood glucose while she was symptomatic but she could not recall what result was obtained. The pt denied seeking or receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers but was not cleaning the puncture sites correctly. The meter, test stirps, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of acute hypoglycemia after taking insulin based on an alleged inaccurate high result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.